Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. Implant detect did not auto complete/turn off after the device was implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow-up, the cardiac resynchronization therapy pacemaker (crt-p) did not show battery longevity and pacing trends. It was noted the implant detection was on and the patient did not have an atrial lead. Implant detection was turned off and then back on two days later and a device interrogation indicated the problem persisted. The crt-p remains in use. No patient complications have been reported as a result of this event.